Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary and secondary infusions of a novum iq large volume pump were concurrently flowing (in an unexpected sequence). A secondary taxol 250ml bag was set up for a 275ml/hr infusion; however, it was immediately observed that the fluid was being siphoned from the primary bag. This issue occurred in the care area srcc during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.